Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, connection problems with the associated leads were sustained. Specifically, it was indicated that the clicking associated associated to the torque-limiting screwdriver was absent, despite the use of several screwdrivers. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, connection problems with the associated leads were sustained. Specifically, it was indicated that the clicking associated to the torque-limiting screwdriver was absent, despite the use of several screwdrivers. Another pacemaker was subsequently implanted instead.